Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part #: 04.503.770s, lot #: 6l58635, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 07 jan 2020, expiry date: 01 jan 2030. Non-sterile part: part #: 04.503.770, lot #: 17p9052 . 15-nov-2021 by jbrooks: part number: 04.503.770, lot number: 17p9052, part manufacture date: 17-oct-2019, manufacturing location: elmira, part expiration date: n/a. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - plate matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 after bending the plate, the bending screws should be removed but it was not possible due to the holes of the plate were deformed after bending process. The removal of the bending screws was only possible by drilling. Procedure was completed successfully with thirty(30) minutes surgical delay. Patient status is fine. This report is for one (1) unk - plate matrixmandible. This is report 2 of 2 for (B)(4).